Manufacturer narrative:
Results: life roller cam, carriage roller guide.

Event description:
It was reported by service report that the stretcher would disengage steer mode while in zoom. No pt involvement or adverse consequences were reported.